Event description:
Customer had been testing and received results in the 200's and 300's mg/dl. The customer took half dose of glyburide at about 4:42pm. Tested and rec'd a result of 213mg/dl. The customer felt low so they went to the hosp. The hosp device gave a reading of 27mg/dl. The customer was given an IV of glucose and given food to eat and released. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.